Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient received a shock for atrial fibrillation (af) with rapid ventricular response. Re-programming of the implantable cardioverter defibrillator (ICD) was performed. Of note, it was learned the patient does not leave the remote monitor plugged in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an "alert and also reported was shocked/electrocuted. It threw the patient's back out and the patient w as straightened like a brick. The patient also reported the remote monitor was not transmitting. A request for additional information was made but not received. The implantable cardioverter defibrillator, right ventricular (rv) lead, and remote monitor remain in use. No further patient complications have been reported as a result of this event.